Manufacturer narrative:
Concomitant medical product: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: (B)(6) 2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml lioresal at around 500 mcg/day via an implantable pump for intractable spasticity. It was reported that the patient went into the hospital over the weekend complaining that she had some withdrawal symptoms and that the pump had not been working as well as it had been. The patient also experienced increased spasticity and a revision was scheduled for "tuesday". It was further stated that the patient "seemed a little bit out of it" in the operating room on tuesday morning. Prior to the procedure, the hcp tried, but was unable to aspirate. They sent the patient for a CT before the case and found some kinking in the spinal catheter. They checked the pump logs, which were fine and the pump was not beeping. At the procedure, they were able to aspirate the catheter, so they changed the pump and left the catheter in place. The patient seemed to be doing better after changing the pump. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer on (B)(6) 2018 indicated on an unspecified date, reported as "within the past several years" as of the letter dated (B)(6) 2018 and received by the manufacturer on (B)(6) 2018, the patient was alleged to have been injured due to the defective synchromed ii system's failure to deliver medications as prescribed. The nature of the injury/personal injury sustained was further specified as personal and economic injuries, including but not limited to injuries and medical bills related to the failure of the device, and injuries and medical bills caused by surgery or surgeries to remove a defective device. The patient required removal of the allegedly defective device(s) and may have also required replacement, but that was not specified. Although it was reported that wrongful death resulted in "some instances," it was not specified if the patient in this event actually died. No further complications were provided.

Manufacturer narrative:
Product ID: 8711, serial# (B)(4), implanted: (B)(6)2007, product type :catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The patient's pump was explanted and replaced on (B)(6)2018, and the patient was discharged. The patient then returned back for withdrawal secondary to low dose. The patient was currently being treated and would be transferred to rehab. No further information was provided.